Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. X-ray assessment confirms loosening of tibial plate and states that ¿the left system demonstrates areas of lucency inferior to the cement along the medial region of the baseplate and a lucent gap between the baseplate and the cement¿. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant products: item name: persona cemented ps femur left size 2 , item number: 42500005201, lot number: 62071243. Item name: articular surface fixed bearing ps left 10mm, item number: 42511400410, lot number: 62178433.

Event description:
It was reported the patient was revised for tibial loosening.